Manufacturer narrative:
Device passed displacement test and self test. All audio tones were heard during the self test properly. Adjusted the audio options audio volume 1-5 and each setting functioned properly. No unexpected audio or vibration anomalies noted. No hardware low level failures noted during self test or in pump history files.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that insulin pump had audio beep anomaly. Customer¿s blood glucose level was 63 mg/dl at the time of incident. Customer stated that they did not hear the differences between the two audio beep volumes. Customer states that insulin pump not making any noise. The insulin pump will be returned be for analysis.